Event description:
Upon removal of an I-port following three days of wear, the application site became irritated and developed a build-up of pus. The patient visited her health care professional's ("hcp") office to discuss the irritated application site, and the hcp diagnosed the site as infected and prescribed antibiotics. A follow-up call 7 days after the initial hcp visit revealed that the infected site "is doing much better" and the patient has continued using the I-port without experiencing another adverse reaction.